Event description:
The customer stated discrepant results were generated on the architect tsh assay. A patient generated a tsh result of 0.0748 (units of measure not provided). The sample was retested on another instrument, with results of 1.09940 and 1.12071. No impact to patient management was reported. Field service was dispatched to inspect and service the instrument.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other: an investigation is in process

Manufacturer narrative:
(B)(4). In response to this issue an investigation was completed which included a review of the complaint text, the instrument history, and the architect system labeling. The review of the data provided indicated that the field service technician (fsr) determined the pretrigger pump was leaking on the analyzer. The fsr replaced the pretrigger pump, pretrigger heater tubing, and the wash zone 2 manifold and verified resolution by performing maintenance & diagnostic procedures without issue. A review of the complaint history for architect isystem, (B)(4) was performed for the time period of (B)(6) 2008 through (B)(6) 2009. The service history review found only one other incident of the architect i2000 (B)(4) generating discrepant results or imprecise control amounts documented and that issue was resolved by field service replacing the r1 and r2 syringe valve. The architect system operations manual section 7, operational precautions and limitations, limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 9: service and maintenance: component replacement provides thorough instructions on the procedure to remove, replace, and verify a sample probe. In section 10: troubleshooting and diagnostics under observed problems list multiple probable causes and resolutions related to the customer's issue. A review of tracking and trending was performed for the time period of (B)(6) 2008 through (B)(6) 2009 indicated no adverse trends in conjunction with the complaint issue. The most probable cause of the customer issue was the leaking pretrigger pump. After the component replacement of the pretrigger pump, the pretrigger heater tubing, and the wash zone 2 manifold, the instrument was running within specifications. No product deficiency was identified. This is the final report.